Event description:
On or about (B)(6) 2005, the plaintiff was implanted with an ams monarc sling, "to treat pelvic organ prolapse and/or urinary incontinence." It was alleged by the plaintiff's attorney that some time after implant the plaintiff "began experiencing emotional problems, incontinence, infections, need for additional surgeries to remove or repair mesh, pain, pain with sexual intercourse known as dyspareunia, and urinary problems." It was also alleged that the plaintiff "suffered, and continues to suffer, serious bodily injury and harm," and "continues to receive medical treatment and is anticipated to undergo further medical treatment."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.